Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the wake button has stopped functioning. It was confirmed that the pump still turns on when plugged into a power source. In addition, it was reported that the customer received a message stating that "max hourly bolus has been reached". Contact declined to perform troubleshooting. Customer's blood glucose level was 148 mg/dl. Reportedly, customer has back up manual injections and insulin pens for continued insulin therapy.

Manufacturer narrative:
Max hourly bolus issue- no failure identified.